Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implant date for the implantable pulse generator (ipg) was previously set at a facility and when it was loaned to another facility, the implant date was already set when the ipg was implanted. The implant detection was turned off at the previous site and therefore it did not run when implanted in the patient. The ipg remains in use. No patient complications have been reported as a result of this event.